Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 6 atmospheres on the third inflation. The procedure was completed using the device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).